Event description:
It was reported that on jul 29, 2024, during routine incoming inspection of a loaner set, it was observed that the 100 in. Lbf t-handle was found to be out of drawing specification. The torque tested high. There was no known patient or hospital involvement. There was no patient consequences. This report is for one (1) monarch spine system torque wrench-handle this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Investigation summary h4, h6; device history lot a review of the receiving inspection torque wrench was conducted identifying that lot number km957040 released in one batch. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 17 nov 2023 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.